Event description:
It was reported that the v lead impedance had decreased by > 30% to 224 ohms. R waves decreased from 7.0 mv at implant to 2-2.8 mv. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the v lead impedance had decreased by > 30% to 224 ohms. R waves decreased from 7.0 mv at implant to 2-2.8 mv. The lead was replaced. No patient complications have been reported as a result of this event. A medwatch further reported rv lead confirmed the insulation defect with low impedance rv chatter.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Report date states jan 11, 2006; this date is not valid as the event had occurred 11 months later.